Manufacturer narrative:
E1 - initial reporter address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon inflation at 6 atmospheres. The procedure was completed with a non-boston scientific product. No complications were reported and there was no patient injury. It was further reported that the balloon was completely removed from the patient's body.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon inflation at 6 atmospheres. The procedure was completed with a non-boston scientific product. No complications were reported and there was no patient injury.